Event description:
It is reported that the broach was impacted into the tibia. While removing the broach from the tibia by tapping on the front with a mallet, the capturing mechanism for the broach broke. Now the broach will not stay on the impactor.

Manufacturer narrative:
Evaluation summary- it is reported the impactor was tapped on the front with a mallet when the tab broke. This is not per the surgical technique. It is recommended to use the built-in slaphammer to remove the broach. A portion of one of the jaws is fractured off and was not returned for evaluation. Also, the device shows impact marks on the knurled section of the sleeve on the anterior side. The device meets material hardness specification. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufactures guidance document published by the FDA in march of 1997.